Event description:
The physician was attempting to implant a 2.5 mm diameter x 30mm length resolute integrity rapid exchange (rx) drug eluting to treat a totally plugged and calcific lesion in the rca with 90% stenosis in a patient. It was reported that the device was prepared with no abnormalities noted. The lesion was pre-dilated and when the resolute integrity stent was used it could not pass the lesion and on removal from the patient was noted to be damaged. The lesion was then treated with 2 other des stents successfully. No patient injury or clinical sequelae were reported for the event. Device evaluation: the stent was positioned between the marker bands as per specifications. The first distal stent segment was raised and deformed. Cine image review: the procedural images show an rca vessel with significant stenosis along the entire length of the vessel. Numerous per-dilations are performed along the distal, middle and proximal rca. There is an image of an undeployed stent in the proximal rca ¿ this is most likely the failed rsint25030x stent. Two stents are then positioned and deployed in the distal and proximal rca. The final cag shows a good outcome.

Manufacturer narrative:
Evaluation, results: deformation problem; inherent risk of procedure (failure to deliver stent and stent deformation); patient condition affected effectiveness of the device (patient lesion morphology, heavily calcified lesion with 90% stenosis). Conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, heavily calcified lesion with 90% stenosis); known inherent risk of procedure (failure to deliver stent and stent deformation). (B)(4).